Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device hi,story records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing lost of stimulation. It was determined that all contacts on the lead had high impedances. The physician suspected that it might be due to the patient working out too soon after the implant. The patient underwent a procedure where the lead was replaced.